Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump has a crack to the right hand corner, and a loose drive support cap. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with cracked case at end cap. The insulin pump passed displacement test. The insulin pump has broken partially reservoir tube lip, minor scratched display window and cracked battery tube threads. The drive support disk was inspected and no anomaly noted.